Event description:
It was reported that a physician in training, achieved arteriotomy closure of the common femoral artery using a starclose se device, after an unspecified procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. Counter traction and assertive pull was used to successfully remove the device from the pt's anatomy. Hemostasis was achieved with the clip of the device. There were no adverse pt effects reported. Though requested no add'l info was available.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed. The thumb advancer was unlocked 2 mm distal of the finish window but had not retracted proximally. The safety release button/rod had been pushed inward out of its retaining tabs. The damage detected with the safety release rod indicates an attempt was made to collapse the vessel locator wings using the safety release button, after the clip was deployed and before the thumb advancer was retracted. The safety release is no longer functional after the clip has been deployed. The vessel locator wings were broken and one of the ribbons was broken at the distal retaining ring but still attached at the proximal retaining ring and pusher body bonds. There were no missing components. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. However, the vessel locator wings of this device were broken, possibly by compressed tissue between the vessel locator wings and the distal end of the tube set during thumb advancement creating a difficult removal condition. It is unk if the pt's anatomy was a contributing factor in the event. Based on the investigation findings, the root cause for the stuck device is related to the operational context in which the device was used. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.